Manufacturer narrative:
Product analysis : analysis confirmed the customer comment of the upper case broken encoder and pushed inside of the device and that one knob was missing. It was noted that the hanger assembly and lower case were broken. It was noted that the main seal and hanger screw were contaminated. The encoder assembly was replaced as a preventative and the display wires were pinched, wire insulation (not compromised). All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular output dial of the external pulse generator (epg) was missing, the potentiometer was pushed inside the case and the case was damaged. The product has been returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.